Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient experienced the loss of osseointegration on (B)(6) 2010. It was also reported that the device was not available for analysis. This report is filed (B)(4) 2013.